Event description:
Customer reported calibration error alerts followed by a bad sensor alert. She stated that there was an incorrect or delayed entry of the blood glucose reading. The blood glucose reading was 193 mg/dl. Customer was assisted in calibrating the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.